Event description:
It was reported that during a laparotomy, error code 3 occured. Another device was used. There was no pt consequence.

Manufacturer narrative:
Evaluation: the analysis results found that the devices were returned in good visual condition. The devices were tested and an error code 5 was displayed, the devices were non-functional. The devices were disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. Each device is visually inspected and functionally tested during the manufacturing process. A design change has been implemented to address this issue and reduce the occurrence of the pinhole crack. The pin hole crack is due to high acoustic stress at the pin hole that contacts the insulated pin when torquing the instrument together and can create the crack. Additionally, the hand control buttons (max) was noted to be non-functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.